Event description:
It was reported that the cassette sensor was defective. There was unknown patient involvement. No patient harm/adverse effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection showed the device was in good condition. Functional testing confirmed the customer stated problem. The downstream occlusion sensor was not functional due to fluid ingression. The dso sensor will be replaced.